Manufacturer narrative:
(B)(4): the customer advised physio-control that they have retired the device and sent it for scrapping. The device will not be returned to physio-control for evaluation. The cause of the reported power issue could not be determined.

Event description:
The customer reported that their device was no longer powering on. There was no patient use associated with the reported issue.